Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal and air sensor were detached, the battery compartment latch was cracked, and the battery doorknob was damaged. A software upgrade was required. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
Received one device. Customer reported issue of downstream occlusion sensor (dso) seal and air sensor detached, software upgrade required¿ confirmed through visual inspection and pump power up test. Dso seal is delaminated. Air in line detector is loose from the chassis. Multiple occurrences of high alarm displayed: air in-line detected in the event log. Replaced dso seal, air in line detector, performed sensor calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.